Manufacturer narrative:
Evaluation summary: the reported balloon burst was not confirmed. As received, both balloons were inflated per the instructions for use (IFU). Both the 15 mm balloon and the 9 mm balloon inflated clear, concentric and remained inflated without leakage during functional evaluation. A manufacturing defect was not confirmed. The complaint condition was not confirmed. The root cause of the event is unknown. Manufacturing records were unable to be reviewed. The lot number of the device used in this case was not available. The instructions for use (IFU) was reviewed, and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional manufacturer narrative: additional investigation is underway. Additional information will be provided in a supplemental report.

Event description:
As reported during preparation of the 9 fr. Carotid shunt catheter the balloon burst. The device was not used in the patient.